Manufacturer narrative:
On july 09, 2025, mentor was notified that the patient was scheduled for explantation. Date of explantation: (B)(6) 2025. On july 15, 2025, mentor received an updated event date. Date of event: july 30, 2024. On july 24, 2025, mentor received the following event information: the patient had a high riding left breast which was the reason for the partial mesh excision revision surgery as the mesh was impairing lower pole expansion. This intervention was unilateral. Resultantly, the patient developed inferior malposition of the implant. This was further complicated by significant animation deformity due to her hyperactive pectoralis muscle. She was also diagnosed with breast asymmetry. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2025. However, during the surgery, both implants were observed intact when removed. As the device was intact, rupture code is no longer applicable. A left breast mass was identified on imaging studies which was thought to be an indication a rupture. As the rupture was not confirmed, breast mass has been added. This report is for the left breast prosthesis. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: suspected rupture, breast mass, animation deformity, asymmetry, migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 270cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient reported undergoing a surgical procedure to cut back the support mesh of the breasts; there was no removal of the implants at this time. The cause for this procedure was not provided. More recently, the patient was diagnosed with bilaterally ruptured breast implants using ultrasound and mammogram imaging. A consultation with a medical professional has been conducted; however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: mesh revision. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 18, 2025, the mentor analysis lab received the suspect medical device for evaluation. On august 22, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).